Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the hand piece popped out of the motor drive unit. No adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 12/29/2008. Drive connector or coupling - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.